Event description:
It was reported that when using the bd pyxis¿ medstation¿ es msu2, drawer 3.1 had failed the customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 16-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3.1 was failed. A field service engineer (fse) accessed the hardware test application and tested the drawer, confirming that all cubies responded. The fse ejected and reinserted all cubies, removed the back panel, and reset the row board cable. The fse powered up the station and, during further testing, identified that main drawer 5 had gone offline from the communication bus. The fse reset the row board cable again and restarted the station to restore functionality. The system functioned as intended after the field service engineer repaired the device.